Event description:
It was reported to medtronic neurosurgery that three months after the surgery, the cranial panel was exposed outward by 1.5 x 4 cm. According to the report, the wound was infected, and plastic surgery may be needed for the pt to recover.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an eval of the device was not possible. The instructions for use that accompany the device state that the product is provided non-sterile and must be cleaned and sterilized before use. The instructions for use caution that the implant "is not intended to be the sole means of support. No such implant can withstand body loads without the support of bone. In this event, bending, loosening, disassembly, and/or breakage of the implants will eventually occur."